Event description:
It was reported "leaking lumen on PICC- placed PICC line. No issues with placement. As placing clave on purple lumen dripping noted where clave and lumen connect. When syringe pulled back to check for blood return air leak noted. PICC changed with no issues to different lot number. No leaking around lumen noted." Medwatch report (B)(4): event 2: up to place PICC line. Line placed without difficulty. When clave placed and checked for blood return air noted into syringe. When flushed, saline noted dripping out between clave and hub. Claves changed out and same thing happened. Syringe directly attached to hub and same thing happened. Was on purple lumen of PICC. Lot# refx5564. New PICC placed to patient with no issues." On (B)(6) 2022- nine lot samples were returned for evaluation, two of the nine samples exhibited leaking. This report addresses the second confirmed sample.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the device caused or contributed to the reported leak was confirmed and the cause appeared to be associated with the manufacturing process. Nine sealed kits from lot #refx5564 were returned for investigation. Material that was used to mold the purple connectors was protruding within the luer taper of the two purple connectors. The material protrusion prevented a proper seal between a connecting device (e.g. Syringe, extension set) and the two connectors, which allowed fluid to leak at the connection. No damage or defects were noted in the other purple connectors or any of the red connectors on the returned powerpiccs. Bd is working closely with manufacturing to prevent recurrence of the reported event. A lot history review (lhr) of refx5564 showed 23 other similar product complaint(s) from this lot number.